Event description:
A report was received that the r2 multifunction electrodes disconnected from the pads during defibrillation. The user attributed the patient's death to not noticing the disconnection in a timely fashion.